Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming testing. Upon eval, the trunk cable was cut. The cause of the incoming test failure is a short inside the trunk cable. The cause of the short is the damaged cable. The root cause of the damaged cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4)failed incoming testing. The last patient to use this belt did not report any deficiencies.